Event description:
It was reported that a vessel rupture occurred. The patient was undergoing a thrombectomy procedure to treat deep vein thrombosis. An angiojet zelante was selected for use. At an unknown time, a venous rupture occurred. The procedure was completed with this device. There were no issues identified with the angiojet device upon inspection, post procedure. Additional information has been requested but is not available at this time.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a vessel rupture occurred. The patient was undergoing a thrombectomy procedure to treat deep vein thrombosis. An angiojet zelante was selected for use. At an unknown time, a venous rupture occurred. The procedure was completed with this device. There were no issues identified with the angiojet device upon inspection, post procedure. Additional information has been requested but is not available at this time. It was further reported that the vessel rupture was not due to the use of the angiojet zelante device.